Event description:
Pt underwent a diagnostic catheterization. Physician attempted arteriotomy closure using a techstar xl 6fr device. The device was deployed and the needles did not fully present. Needle backdown was successful and the device was redeployed. Upon second deployment, the anterior needle stalled in the device. A second attempt to back down was unsuccessful. The physician broke off the interlock tabs and performed a dissection in order to locate and remove the anterior needle, but was unsuccessful. The pt was taken to surgery, where a patch graft was used for anterial repair. The pt recovered without further incident.